Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, legal representative stated pain with daily activities, urinary loss of control, urinary incontinence, increased urinary frequency and incomplete emptying, vaginal prolapse, physical deformity, and the loss of the ability to perform sexually, erosion of the vaginal wall and other tissues, infection, has undergone or will have to undergo corrective surgeries and may need further corrective surgery.

Event description:
Additional information received further reported that the patient experienced retention and progressive difficulty emptying the bladder. The patient underwent partial excision of the mesh in (B)(6) 2016. Intraoperative findings: the mesh was divided in the midline with approximately 0.5cm excised. The patient's urethra relaxed following division and excision.